Manufacturer narrative:
Awaiting more info from the field.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew flexible suture passer needle broke off into the pt's joint space and remains therein. [At this point in time this is all that is known. Questions are out to the rep towards clarity.]